Event description:
Healthcare professional (hcp) reports multiple fiber leaks noted by blood in the dialysate compartment during pt treatment. New disposables used to continue the treatments without incident. All dialyzers were reused prior to the reported events. The exact number of times unknown. Hcp reports no pt injury or need for medical intervention.